Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implantation procedure, the lens was difficult to fold and did not deliver properly. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
The lens was returned posterior surface up pressed into the well area of the lens case. The optic was cracked against a post of the lens case at one optic/haptic junction. The optic was chipped on the anterior edge near the other optic/haptic junction. The lens was foldable using folding forceps and unfolded with no abnormalities observed. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified cartridge was indicated with a qualified handpiece and viscoelastic. The company lens is only qualified for use in the company cartridges. The lens was returned. Damage was observed which was caused by the returned position in the lens case. The lens was foldable using folding forceps and unfolded with no abnormalities observed. The root cause for the folding and delivery issue may be related to a failure to follow the instructions for use (IFU). The company lens is not qualified for use with the specified model company cartridge. The correct cartridge model is designated on the carton and the lens case labels. The IFU instructs: company foldable intraocular lens (iol)s are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).